Event description:
It was observed that during the device evaluation, the camera head exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
E2: health professional- no e3: occupation- non-healthcare professional the device evaluation found the device exhibited a noisy image. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.